Manufacturer narrative:
Talab, s. S., mcdougal, w. S., wu, c. L., & tabatabaei, s. (2014). Mucosa-sparing, ktp laser coagulation of submucosal telangiectatic vessels in patients with radiation-induced cystitis: a novel approach. Urology, 84(2), 478-483. Https://doi.org/10.1016/j.urology.2014.03.029. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported to boston scientific via an article published in the urology journal that a retrospective study was conducted to evaluate the safety and feasibility of endoscopic potassium titanyl phosphate (ktp) laser application in the management of patients with radiation-induced hemorrhagic cystitis (rhc). Records of a total of 20 patients with rhc who underwent endoscopic ktp laser ablation of telangiectatic bladder vessels between october 2005 and january 2013 were evaluated. After initial cystoscopy, ktp laser was used to ablate the submucosal vasculature while preserving the overlying mucosa. The surgical outcome was evaluated by duration of hematuria-free interval, number of episodes of hematuria, and number of required medical and/or surgical interventions after initial treatment. Overall, 20 patients underwent 26 sessions of ktp laser ablation of bladder vessels. The procedure was able to stop bleeding 92% of the time and the average hematuria-free interval after ablation was 11.8 months, with a range of 1-37 months. In 13 patients hematuria resolved after 1 session of ktp laser treatment, whereas 5 patients required multiple sessions. Two patients with severe hematuria continued to have bleeding after laser treatment, which necessitated proximal diversion of urine with percutaneous nephrostomy tubes to control bleeding. The study concludes that ktp laser is a safe, effective, and durable treatment with minimal side effects for ablation of submucosal bladder vessels in patients with rhc.

Event description:
It was reported to boston scientific via an article published in the urology journal that a retrospective study was conducted to evaluate the safety and feasibility of endoscopic potassium titanyl phosphate (ktp) laser application in the management of patients with radiation-induced hemorrhagic cystitis (rhc). Records of a total of 20 patients with rhc who underwent endoscopic ktp laser ablation of telangiectatic bladder vessels between october 2005 and january 2013 were evaluated. After initial cystoscopy, ktp laser was used to ablate the submucosal vasculature while preserving the overlying mucosa. The surgical outcome was evaluated by duration of hematuria-free interval, number of episodes of hematuria, and number of required medical and/or surgical interventions after initial treatment. Overall, 20 patients underwent 26 sessions of ktp laser ablation of bladder vessels. The procedure was able to stop bleeding 92% of the time and the average hematuria-free interval after ablation was 11.8 months, with a range of 1-37 months. In 13 patients hematuria resolved after 1 session of ktp laser treatment, whereas 5 patients required multiple sessions. Two patients with severe hematuria continued to have bleeding after laser treatment, which necessitated proximal diversion of urine with percutaneous nephrostomy tubes to control bleeding. The study concludes that ktp laser is a safe, effective, and durable treatment with minimal side effects for ablation of submucosal bladder vessels in patients with rhc.

Manufacturer narrative:
Talab, s. S., mcdougal, w. S., wu, c. L., & tabatabaei, s. (2014). Mucosa-sparing, ktp laser coagulation of submucosal telangiectatic vessels in patients with radiation-induced cystitis: a novel approach. Urology, 84(2), 478-483. Https://doi.org/10.1016/j.urology.2014.03.029.